Event description:
When preparing a drager vent to use on critically ill patient, when starting up the vent, the screen froze. The vent was not on any patient at this time. It then made a high pitched noise which could not be turned off for 2 minutes. Vent disconnected from wall and continued to make noise, then screen flashed and read "device failed" in red bar across top. It then turned off. I pulled vent out of room and put it out of service. Machined was tagged for service. There was no patient harm. Awaiting update from biomed on status and investigation of device.